Manufacturer narrative:
Product evaluation: additional information was provided, which indicated a qualified cartridge was used with a qualified handpiece and the viscoelastic. It is unknown if the qualified viscoelastic was used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 11/18/2016. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a lens that was exchanged following an intraocular lens (iol) implant procedure due to the lens being malpositioned and "vision not close".